Event description:
The caller reports that there is melting and burning damage to the communication port of the accu-chek inform meter. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.